Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving infumorph at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that the patient fell and broke their hip on (B)(6) 2016. The patient couldn't get around or out of the house. This delayed the patient's refill, which was believed to be due on (B)(6) 2017 and the pump started alarming on (B)(6) 2017. The patient was informed that they had an appointment on (B)(6) 2017 and spoke with someone who told them they have enough medication to get to them. The patient was unable to come for a refill due to hip surgery that was unrelated to the pain pump. The fall and broken hip were unrelated to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.